Manufacturer narrative:
(B)(4). Date sent: 7/16/2025.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of vertical banded gastroplasty, banded gastroplasty reversal, sleeve gastrectomy and two incisional hernia repairs with recent development of megaesophagus thought to be related to the gastrectomy. Patient underwent uneventful conversion to roux-en-y bypass with laparoscopic lysis of adhesions. Anastomosis was leak tested which was negative. Operative note indicates ¿echelon stapler with white staples¿ was utilized for stomach transections and an ¿orvil 25¿ for the stapled roux limb and pouch anastomosis. Seven months later, patient presented with symptoms of abscess and was reoperated where surgeon noted a ¿mesenteric abscess right at her jejunojejunostomy.¿ in draining the abscess, one small mesenteric vein was encountered which was oversewn. Three days later, the patient was taken back to the operation room to surgically treat her mesenteric abscess and underwent a laparoscopic revision of roux-en-y bypass with small bowel resection and ileostomy and feeding jejunostomy. Seven weeks later, the patient was returned to the operating room and underwent a laparoscopic-assisted reversal of jejunostomy and small bowel anastomosis. No information as to patient¿s current condition is available.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025.